Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 2 malfunction events(s), where it was reported the devices experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. Evaluation results findings (components/results). 2 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 1 device: chassis/frame/deformation problem initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of events summarized have been updated to reflect this.

Event description:
This report now summarizes 1 malfunction events(s), instead of 2.